Event description:
The facility returned the device for service. During service, the baxter repair technician reported a fail code 814:04. The hospital representative stated that there were no reports of patient injury or medical intervention. No additional information is available.

Manufacturer narrative:
This report is being resubmitted in accordance with instructions from FDA to address a manufacturer report sequence number issue that occurred when this MDR or supplement was originally submitted to the FDA on feb 01 2007. Evaluation summary: the reported condition of fail code 814:04 was confirmed. Inspection of the device revealed that this fail code was caused by a defective air in line printed circuit board. The air in line printed circuit board was replaced. Review of the complaint history reveals similar reports have been received for this product for the reported issue. This issue is currently being investigated under CAPA.